Manufacturer narrative:
Implant date: (B)(6) 2014. The intraocular lens (iol) was returned to the manufacturer. Visual inspection at (B)(4) microscope magnification revealed the lens had a cut at approximately middle of the optical zone and was cut in two pieces. Small loose particles were observed on the sample compatible with handling the lens out of a particle controlled environment. Stains of hardened viscoelastic were dispersed through the lens pieces. The returned lens condition is consistent with a lens that has been explanted. There is no indication that the failure is related to the manufacturing process of the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a zcb0000185 intraocular lens (iol) was explanted after the patient was not satisfied with the visual result.